Event description:
It was reported that a pump experienced system error 105. It was also reported that there was no pt incident.

Manufacturer narrative:
(B)(4). The device was received and evaluated by baxter. Eval confirmed unit received inoperable due to reported symptoms of "device was getting system error 105" caused by a failed motor (seized). The motor assembly was replaced.